Manufacturer narrative:
The motor error alarmed during the basic occlusion testing due to moisture on the force sensor. Unable to conduct the prime, occlusion or excessive no delivery tests due to the motor error alarm. The motor was tested outside of the device and it passed. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. The customer also reported that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was 240 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.